Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had inserted a sensor and it worked for the first two days. Then it stopped working, it was giving inaccurate readings. Customer stated his sensor reading is 49 mg/dl, and his blood glucose was actually 191 mg/dl. His blood glucose was 191 mg/dl due the insulin pump had stopped delivering insulin. Troubleshooting was performed and the customer was to monitor the sensor and if issues continued to change it out. The customer agreed to return the sensor for analysis.